Event description:
It was reported that using an unspecified arterial access approach during a procedure of the mildly tortuous, mildly calcified, 99% stenosed, mid to proximal left anterior descending artery (lad) lesion, the 2.25 xience prime stent delivery system (sds) was implanted in the distal lad lesion without issue. A 3.5 x 28 mm xience prime sds was advanced but failed to cross the mid to proximal lesion. The physician felt the crossability of the 3.5 x 28 mm xience prime was not good; additionally, it was noted that the device proximal shaft was kinked. It was noted that 2 non-abbott stents were implanted without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequent returned device analysis revealed balloon peeling and that the proximal end of the guide wire exit notch was lifted from the shaft.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion, sion blue. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. Additionally, there were multiple strands of peeling on the balloon distal taper and the proximal end of the guide wire exit notch was lifted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.